Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified that the collet was detached and-or missing from the pin connector. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 5 mcg/ml as an unknown daily dose via intrathecal drug delivery pump for an unknown indication of use. It was reported that during a procedure the collett used to connect the pump segment to the spinal segment was faulty. The faulty product was replaced with a new pump segment and it was reported that the issue was resolved at the time of the report. There were no reported environmental/external/patient factors that may have led or contributed to the issue. There were no reported symptoms.